Manufacturer narrative:
Correction: the initial MDR submitted on june 20, 2024 was filed inadvertently. No explantation or serious injury has occurred.

Manufacturer narrative:
This report is submitted on june 20, 2024.

Event description:
Per the clinic, the device was explanted (date not reported) and the patient was reimplanted with another cochlear device on (B)(6) 2024. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: the correct date of awareness is may 21, 2024; not may 23, 2024, as previously reported. This report is submitted on june 26, 2024.